Manufacturer narrative:
A steris service technician inspected the table and found no issues with the function or operation. The technician was unable to duplicate the reported event and returned the table to service. The reported event may be attributed to user facility personnel not properly stabilizing the table prior to patient transfer. The operator manual states, "warning instability hazard: stabilize table when transferring patient." Steris offered in-service training on the proper use and operation of the 3080r surgical table and is awaiting a response. The 3080r surgical table has been in service for approximately 15 years and is serviced and maintained by the user facility. No additional issues have been reported.

Event description:
The user facility reported that their 3080r surgical table began to tip while transferring a patient off the table. No report of injury.

Manufacturer narrative:
Steris offered in-service training on the proper use and operation for the 3080r surgical table however, the user facility declined. No additional issues have been reported.

Manufacturer narrative:
UDI related data clarification: the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.